Manufacturer narrative:
This serves as a correction report. (Meter brand name), (model number) and were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 95 mg/dl and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 95 mg/dl and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. A valid strip lot number for the reported test strips has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release.    A DHR for the freestyle omni strips was reviewed and the DHR showed no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that freestyle omni strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle omni strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was performed for the reported complaint and freestyle strips and showed no anomalies or non-conformance's that could lead to the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 95 mg/dl and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.